Event description:
The manufacturer received information alleging the active exhalation verification test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the third-party service center when the active exhalation verification test steps had failed on the device. During the evaluation it was noted that the active exhalation control module (aecm) was damaged causing the active verification test steps to fail on the device. In conclusion, the device's aecm was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the rubber feet were replaced for missing on the device. This was unrelated to the reportable issue. The porting block was replaced for physical damage unrelated to the reportable issue. The low flow o2 tubing was replaced for contamination unrelated to the reportable issue.